Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) generated "air trap" alarm and observed short circuit and a smoky burned smell from the ivtm system" was confirmed during the functional testing. The root cause for the reported complaint was due to the saline spillage, probably due to improper spiking of the saline bag. Upon visual inspection, no physical damage was observed. During functional testing, upon powering on the ivtm system, fuse got blown due to short circuit on the right rear bracket and noticed saline traces under the power switch. The right rear bracket was replaced to address the problem. The ivtm system was powered on after replacing the defective part and the event log was downloaded. The event log review showed no significant discrepancies. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
The customer experienced two different issues during the ivtm therapy for a patient with hypothermia, the user noticed empty saline bag and the thermogard xp ivtm system (sn (B)(4)) generated "air trap" alarm. There were no saline traces observed on the floor and around the system. The user replaced the saline bag and noticed that the saline bag got emptied again. The user noticed saline traces on the ivtm system and on the floor. Suspecting icy catheter (lot # 96875) or start -up kit (suk) (lot # 099187) leak. The power supply got wet and there was a short circuit and a smoky burned smell observed on the ivtm system. The user noticed wet roller pump, wet suk and wet drip tray. However, no visible damage was observed. The dwell time of the icy catheter was 24 hours and the dwell time of the suk was 18 hours. The icy catheter was used as a central line for 6 hours. The target temperature was 33 °c and the temperature at the time of the issue was 33.1 °c. The patient's condition was stable and no patient consequence was reported. Please see the following related MFR report: MFR 3010617000-2020-00044 for icy catheter.